Event description:
Boston scientific received information that the patient presented after receiving a shock. Interrogation found the implantable cardioverter defibrillator (ICD) was double counting the p and r waves resulting in an inappropriate shock. There were also other inappropriately stored episodes of non-sustained ventricular tachycardia (vt). Further review found that the r-wave amplitude had decreased from 18 millivolts (mv) to 3 mv. Boston scientific technical services (ts) was consulted and suggested to review lead position. Additional information obtained from the field which indicated that the lead was found out to be dislodged and was confirmed through x-ray. A revision procedure was performed where the rv lead was repositioned to different spot in right ventricle. The lead remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited dropped in r waves since the time of implant. Boston scientific technical services (ts) suggested to review lead position. Additional information obtained from the field which indicated that the lead was found out to be dislodged and was confirmed through xray. The lead was relocated to different spot in right ventricular (rv). The lead remains in service. No additional adverse patient effects were reported.